Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. It was determined that the battery compartment was the root cause, and the alarm was cleared. The battery compartment, and dso seal were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a missing silver slide in the battery area, alarmed when turned on, and the screen will not come on. There was no patient involvement.